Manufacturer narrative:
This report is being submitted as part of a retrospective review and remediation for CAPA 564121 per (B)(4). A correction is being submitted for an update to h1. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Concomitant medical products: dtmc2qq crtd, 5076-52 lead, 6947m62 lead, 479878 lead, 5019 splitter kit, 6996sq58 lead. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a patient presented for elective cryoablation of atrial fibrillation (af). At the end of the procedure it was wanted to terminate the patient¿s af with a cardioversion shock. The patient was under heavy sedation with no external pads applied. As there was a concern about placement in relation to subcutaneous (sq) coil near apex, it was decided to deliver through the device. Interrogation was performed using the programmer and radiofrequency (rf) head which was placed over the implantable device. The electrophysiology (ep) studies feature was then used to deliver a cardio version shock. It was advised that the "deliver" button was only pressed once. It was noted that a long time passed without a shock being delivered which led to speculation that the suspended status of the implantable device may be a factor. The "resume" option was then pressed and a shock was delivered almost immediately. The patient had returned to sinus rhythm so the strip chart recorder was removed. It was reported that a second shock was delivered shortly afterwards with no further presses of the "deliver" button. The programmer remains in use. No patient complications have been reported as a result of this event.